Manufacturer narrative:
Citation: kalani, m. Y., zabramski, j. M., nakaji, p., <(>&<)> spetzler, r. F. (2013). Bypass and flow reduction for complex basilar and vertebrobasilar junction aneurysms. Neurosurgery, 72(5), 763-776. Doi:10.1227/neu.0b013e3182870703 the purpose of this study was to evaluate the long-term outcome of patients with vertebrobasilar aneurysms treated with extracranial -intracranial bypass and flow reduction. This was a retrospective study of 11 patients (8 male, 3 female) with 12 aneurysm treated between december 1993 and august 2011. All patients underwent extracranial-intracranial bypass and vessel occlusion. The authors conclude that vertebrobasilar aneurysms are challenging lesions with limited microsurgical or endovascular options. The onyx will not be returned for evaluation as the event was reported though a literature review. Therefore product analysis cannot be completed. The onyx performed as intended as post-operative images confirmed occlusion of the basilar artery with patency of the bypass. Hemorrhage and death are known inherent risks of the embolization procedure and are documented in the instructions for use (IFU). Based on the reported information, there is no evidence suggesting that the onyx was defective. Per review of the article, onyx IFU, the cause of the reported events is likely related to the nature of the aneurysm and the embolization procedure. Additional information has been requested on this reported event, however no information has been provided. Should the requested in formation become available, a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that after retreatment of a giant fusiform aneurysm was completed, the patient experienced a subarachnoid and intraventricular hemorrhage and subsequently died. The patient was originally treated by placing a clip below the scas on the basilar artery. To augment flow to the basilar apex an sta-pca (superficial temporal artery-posterior cerebellar artery) bypass was performed. After 5 years, the patient returned with symptoms of brainstem compression. Imaging revealed significant compression of the brainstem and further growth of the aneurysm. The basilar artery was partially occluded by the aneurysm clip. The patient then underwent retreatment for the giant fusiform aneurysm located in the vertebrobasilar artery with sta-sca (superficial temporal artery- superior cerebellar artery) bypass to augment flow to the brainstem, followed by endovascular occlusion of the basilar artery by using combination of coils and onyx. The patient tolerated the procedure well, and post-op images confirmed occlusion of the basilar artery with patency of the bypass. Immediately post procedure the patient was neurologically intact. However, in the intensive care unit the patient¿s condition deteriorated. Imaging showed subarachnoid and intraventricular hemorrhage. The family decided to withdraw care and the patient died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.